Event description:
The customer reported that the multileaf collimator (mlc) was not initializing correctly if certain incandescent lights were turned on in the treatment room. In addition, it was discovered that the "leaf in field" interlock did not function if certain incandescent lights were turned on. The "leaf in field" interlock is a safety feature ensuring that no leaf is extended when all leaves are supposed to be retracted.

Manufacturer narrative:
Actual device involved in the incident was evaluated. It was discovered that a rubber grommet was missing for the "a" side optical beam. It was discovered that without this grommet, and in the presence of the ambient light from the incandescent fixtures, the device would not initialize and the safety interlock was inoperative. Other: through still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.